Event description:
It was reported during in clinic follow up that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were successfully completed. The patient was stable.